Manufacturer narrative:
(B)(4). Implant/ explant date: not applicable; there was no patient contact reported. (B)(6). Section has been completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon experienced issues with two intraocular lenses (iols). When the surgeon opened the boxes, the surgeon discovered the haptic was bent. Reportedly, there was no patient involvement or patient injury. No further information was provided. Note: the surgeon experienced issues with two intraocular lenses. Both medwatch reports will be file separately between each serial numbers. This report is for serial number (B)(4).

Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. The ar40e manufacturing process record was evaluated. The lenses were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review related to the customer's report. The lenses were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. A search showed that this was the only complaint found within this production order. The lens met specification prior to release. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the lens. The dfu states that prior to implanting the lens, to examine the lens and packaging for any discrepancies. Examine the lens thoroughly prior to use. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection revealed that the lens was returned in its original package. Surface residuals (particles and fibers) were observed on lens which indicated that the unit was handled and prepared for surgical use. The returned lens was found with a large cut and with one haptic broken off. Based on the visual inspection results the complaint related to haptic distorted/bent was not verified. All pertinent information available to abbott medical optics has been submitted.